Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, the 319 error was found indicating node 197 not present at startup, on the 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to fail on the 0x3 axis. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after the da vinci assisted inguinal hernia surgical procedure, the customer encountered 319 errors. The customer power cycled the system and did a hard reboot; however, the error persisted. Tse viewed system logs and noted errors 319 pointing to the axis controller in universal surgical manipulator (usm) 4. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.